Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing bupivacaine (3mg/ml) and fentanyl (500mcg/ml) for non-malignant pain. It was reported that a patient had been hearing a reoccurring alarm every hour since last wednesday. The call was then transferred to the managing nurse. It was reported that the nurse stated that the pump elective replacement indicator (eri) was greater than 24 months away, pump was not dry, and that the pump would alarm a couple of times then stop. The pump was interrogated earlier and the settings are accurate; the logs are not showing any active alarms. Technical services educated caller reasons for non-critical alarm. Upon further investigation, realized it was the active alarm on the home screen. Technical services educated caller on silencing the active alarm and updating the pump. The alarm was successfully silenced and no further issues were noted at this time. Additional information was received from a healthcare provider via company representative stating that the cause of the alarm was not known.